Manufacturer narrative:
The unit was returned to mindray's repair center for repair.

Event description:
Customer reported an issue with the dpm 5 monitor, which may have affected co2 monitoring. No pt injury was reported.